Event description:
On 3/27/97, a surgical aid was setting up or #5: the air brake was released and the laserscope model 910 ceiling column with surgical equipment manager jerked causing a pvm 2030 sony monitor (which was unsecured on the shelf) to fall, striking an employees's shoulder, neck and arm. The employee went to the emergency room for evaluation and was off work from 3/27/97 - 4/1/97. Detailed extent of injuries are unknown.